Event description:
During an acl reconstruction, the drill exploded (broke apart) inside the patient's joint. The surgeon removed all the pieces except for one. The procedure was completed with another drill.

Manufacturer narrative:
The device was returned for eval. The drill showed it was bent and bowed and the distal tip had broken off. The condition of the drill is consistent with drilling over a bent guidewire causing its failure. The vendor could not verify the lot number for the expiration date or the device manufacture date.